Event description:
Kimberly clark corporation received notice in 2005 alleging that the patient experienced a bacterial infection. The patient alleges that the doctor found small pieces of tampon left behind, which he felt was the cause of the infection.